Event description:
Revision surgery - due to the pt's hip dislocating twice. The surgeon replaced the head.

Manufacturer narrative:
The reason for this revision surgery was identified as dislocation after 2.5 months of patient use. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the need for a revision. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of and not returned to djo surgical for examination. A review of the device history records showed no non-conforming material report associated with this product. A review of the product complaint report history shows this is the fourth complaint for this product: one due to infection, one due to dislocation, and two for stability/poor joint issues. This is the first complaint for this lot number. The root cause for the dislocation could not be determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with this product. There are no indications of a product or process issue affecting implant safety or effectiveness.